Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for thrombus formation (device) - post procedure was confirmed with other empirical evidence via information reported by edwards clinical specialist. The device history record was reviewed finding that this device passed all manufacturing and sterilization inspections. Based on this review, no non-conformances related to the complaint event were identified. Possible contributing factors to the thrombus formation can include patient factors (anticoagulant regiment, underlying coagulopathy), procedural factors, or a combination of these factors. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required. A definitive root cause cannot be established.

Event description:
As reported by (B)(6), (B)(6) received notification of a 55mm evoque valve procedure. It was reported that at 30 days follow up of the index procedure, the patient was admitted with shortness of breath, increasing exertional weakness, and lower leg edema. Thrombosis with a 6 mmhg gradient was confirmed via imagery and the patient was treated with thrombolysis. The inr level was 2.25. There were no positioning problems post-procedure or identified in the follow-up imagery. Two months after the index procedure, the patient experienced hemorrhagic shock as a complication of thrombolysis and acute right heart failure. The patient subsequently passed away.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, and h11. The complaint for thrombus formation (device) - post procedure was confirmed with other empirical evidence via information reported by edwards clinical specialist. A hemorrhagic shock occurred as a complication of thrombolysis, leading to acute right heart failure and death. Therefore, the most likely cause of this event is due to anticipated procedural complication/expected and foreseeable side effects. Possible contributing factors to the thrombus formation can include patient factors (anticoagulant regiment, underlying coagulopathy), procedural factors, or a combination of these factors. Per tvarc, thrombosis/halt with or without restricted leaflet motion (rlm) are well-known complications of transcatheter aortic valve replacement that is also as likely to affect transcatheter tricuspid valve replacement due to lower pressures across the tricuspid. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met, no preventative or corrective actions are required.